Event description:
Reporter noted a posterior capsule tear occurred. No intervention reported and iol was implanted. Felt the vacuum was very aggressive and stated he would have to get used to the new system.